Event description:
It was reported ureteral tissue was noted in the basket following successful retrieval of a ureteral stone. A nephrostomy tube and ureteral stent were placed without incident. Six days post procedure, the nephrostomy tube was removed without incident. The stent remains in the pt. The pt was reassessed and the damaged area is healing well. No further details regarding the circumstances surrounding this event are available. The device has not been returned to this MFR. Without evaluating the device and without further details. Co is unable to determine the cause for this event. Co's directions for use state as potential complications: "ureteral evulsion"